Event description:
A 24mm diameter x 13.5cm length medtronic ave aneurx bifurcated stent graft was successfully placed to exclude an aortic aneurysm in a pt with severely tortuous iliac arteries. There was a large amount of difficulty tracking to the target lesion due to the excessive tortuosity of the iliac artery. During advancement of the stent delivery system through the tortuous iliac artery, the tapered tip nosecone detached from the distal end of the catheter and remained within the iliac aneurysm after removal of the stent delivery system. It is the opinion of the physician that the tapered tip "did not get caught on anything." The tapered tip was then successfully snared with a guidewire and removed from the pt. Following insertion of a 22f sheath, the same bifurcated device was reinserted and the stent graft successfully deployed to exclude the aneurysm. There were no add'l clinical sequelae reported relative to the event and the pt is reportedly doing fine.